Event description:
During the index procedure, the target lesion in the mid lad was pre-dilated using a 2.0 x 15 mm sprinter mx ii balloon at 12 atm. The target lesion exhibited 70% stenosis. A grade a dissection is reported to have occurred during the procedure. An endeavor resolute rx drug-eluting stent was subsequently implanted to the mid lad. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).